Manufacturer narrative:
The catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a hakim atrial catheter was implanted to a (B)(6) male patient via v-a shunt for meningitis several months ago with an unknown setting. On (B)(6) 2021, the device was removed and replaced. A clot was clogged in the lumen at the tip of the venous tube. No further information was provided by hospital.